Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal. Guide cath: launcher 6f jl4, view-it. The inability to cross a lesion can be affected by numerous factors including, but is not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; typically not associated with a product quality deficiency. Stent damage can also be influenced by many factors generally not associated with a product quality deficiency. Reportedly, the stent caught on the tip of the guiding catheter during withdrawal damaging the struts, contributing to removal difficulties with the stent delivery system. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions and is also inspected at multiple steps in the process for damage during the manufacturing process. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. The reported failure to advance, stent damage, and difficulty removing the sds from the guiding catheter appear to be related to the operational context of the procedure.

Event description:
It was reported that the xience v stent delivery system (sds) would not cross the lesion site in the mid left anterior descending artery. During withdrawal of the sds, resistance occurred and the stent interacted with the tip of the guiding catheter causing the distal struts to flare. No adverse patient effects were reported. No additional information was provided.